Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Reflin, 1gm; inj. Fortum, 1gm; inj. Amikacin, 250 mg; and inj. Heparin 2000 i.u. (Frequencies and routes not reported). Three days after onset, the peritonitis was resolved, the patient was recovered from the event and was reportedly ¿doing well.¿ at the time of this report, the patient¿s pd effluent was clear, antibiotic treatment and dianeal therapy was ongoing. No additional information is available.